Event description:
Device 1 of 2 (see MFR report # 1627487-2010-3063 for devices 2 of 2.) The pt rec'd her scs system on (B)(6) 2010 consisting of an ipg and two leads. On (B)(6) 2010, it was reported that the pt's leads were explanted approx six months ago due to a suspected infection. A culture was taken, and the pt was treated with antibiotics. However, the culture results were negative and showed no indication of infection. The ipg remains in place and there are plans to implant new leads. The explanted leads were returned to the MFR on (B)(6) 2010.

Manufacturer narrative:
Eval: device eval was not performed as the cause of the reported complaint cannot be determined by product testing. Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.